Event description:
A (B)(6) male pt's daughter contacted zoll customer support for an unrelated issue. During servicing of the pt's monitor, a reportable event. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, there was corrosion on the defibrillator board, which shorted several components. The cause of the corrosion damage is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.